Event description:
Rptr stated. "The bone cement set up tpp slow. There was reportedly no changes to the technique or storage of the cement." There was no adverse consequence for the pt or delay in surgery or anesthesia time.